Event description:
It was reported that during central processing, the force bipolar instrument jaws were misaligned. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: a3a, a3b, b3, g3, g6, h2, h6, h11. Additional information: further information was obtained. Initially, the nurse reported it was unknown whether the patient had returned to the hospital due to postoperative complications related to retained foreign material. However, it was later clarified and confirmed that damage to the force bipolar instrument did not result in any fragments falling or foreign material being left inside the patient.